Event description:
Reporter indicated that vns pt was explanted due to infection. Both the generator and lead (not including electrodes) were explanted. The pt had reportedly picked a hole at the generator sit causing the infection. The infection has resolved. Re-implant is planned but not yet scheduled.